Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion at l4-5. It was reported that the set screw would not tighten into the bone screw. After attempting to use two other set screws the bone screw was removed and replaced. The surgery was completed after the screw was changed. No patient complications were reported.

Manufacturer narrative:
Additional info: macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the thread. Functional evaluation with sample mas head found all three set screws unable to be fully engaged. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.